Event description:
The patient underwent a mitral and tricuspid valve repair along with an aortic valve replacement procedure and recovered well. An echocardiogram in (B)(6) 2014 revealed aortic valve regurgitation, elevated gradients, and incomplete closure of the cusps. The patient was prescribed a diuretic and trimetazidine hydrochloride and pulmonary function improved. The patient was reported to be in stable condition with shortness of breath during activity.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis as it remains implanted. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.